Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical devices - nexgen rotating hinge knee articular surface with hinge post extension size d 12mm, catalog #: 00588004012, lot #: 62713185; nexgen rotating hinge knee femoral component size d right, catalog #: 32855471116, lot #: 95006026; nexgen rotating hinge knee tibial component size 3, catalog #: 32855450566, lot #: 95006028; nexgen stem extension 12mm x 100mm, catalog #: 00598801012, lot #: 62665943; nexgen stem extension 15mm x 155mm, catalog #: 00598801115, lot #: 62011469; nexgen precoat distal femoral augment block size d 5mm, catalog #: 00599003410, lot #: 62681603; nexgen precoat distal femoral augment block size d 10mm, catalog #: 00599003420, lot #: 62519656; nexgen precoat distal femoral augment block size d 10mm, catalog #: 00599003402, lot #: 62495230; trabecular metal femoral diaphyseal cone 30mm, catalog #: 00545001730, lot #: 62032327; trabecular metal femoral diaphyseal cone 30mm, catalog #: 00545001731, lot #: 61946601; trabecular metal tibial cone 51mm x 34mm, catalog #: 00545001352, lot #: 61810319. Report source: foreign - (B)(6). It is indicated by the customer that the product will not be returned to zimmer biomet for investigation, as the reported device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be subitted. Remains implanted.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to treat post-operative flexion through a bearing exchange. However, during the revision procedure, the femoral hinge post was found to be broken. The wound was irrigated and no components were revised. The revision operative report noted that the patient was being treated for flexion, and an arthrotomy with a synovectomy was performed. During the procedure, the locking mechanism of the knee was discovered to be broken, however, a replacement device was not available for the broken component and the surgeon elected to cancel the operation. The patient's knee had reached flexion of 100 degrees, whereas preoperatively the patient was at sixty (60) degrees. The surgeon plans to further treat the patient in a few months when replacement components are available. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee procedure to perform a soft tissue debridement to improve flexion with an articular surface exchange. However, during the revision procedure, the femoral hinge post was found to be broken. The wound was irrigated and no components were revised. The operative report from the soft tissue debridement noted that the patient was being treated for flexion, and an arthrotomy with a synovectomy was performed. During the procedure, the locking mechanism of the knee was discovered to be broken, however, a replacement device was not available for the broken component and the surgeon elected to cancel the operation. The patient's knee had reached flexion of 100 degrees, whereas preoperatively the patient was at sixty (60) degrees. The patient underwent an additional right knee procedure approximately four (4) months later to address the broken component and replace the articular surface. No additional patient consequences related to this event were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a right knee procedure to perform a soft tissue debridement to improve flexion with an articular surface exchange. However, during the revision procedure, the femoral hinge post was found to be broken. The wound was irrigated and no components were revised. The patient underwent an additional right knee procedure approximately four (4) months later to address the broken component and replace the articular surface. Initial operative notes did not identify any adverse intraoperative complications. The operative report from the soft tissue debridement noted that the patient was being treated for flexion, and an arthrotomy with a synovectomy was performed. During the procedure, the locking mechanism of the knee was discovered to be broken, however, a replacement device was not available for the broken component and the surgeon elected to cancel the operation. The patient's knee had reached flexion of 100 degrees, whereas preoperatively the patient was at sixty (60) degrees. The operative notes from the patient's revision confirm that the patient underwent a revision due to stiffness, instability and pain. Upon review of the surgical site, the patient was found to have torn lateral anatomy with "sludgy" tissue, but no apparent infections. Debridement of the wound was performed as well as a parapatellar-lateral arthrotomy. There was a complete disconnection identified between the proximal and distal component. The hinge post and articular surface components were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned hinge post was identified to be fractured into two (2) pieces and the polyethylene components exhibited damage. Scanning electron microscope analysis suggests the fracture was due to fatigue. Review of the device history records did not identify any discrepancies. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.